Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic excision of lesion of uterus, the vinyl part of the expandable sleeve peeled off and the surface was fluffy. The procedure was completed with another device. The status of the patient is no problem.